Event description:
It was reported that the patient presented to the clinic for a follow up. Interrogation attempted on the pacemaker noted that the pacemaker could not be interrogated after several attempts and did not response to magnet. The pacemaker was explanted and replaced. The patient was in stable condition.

Event description:
New information received notes that the patient presented to the clinic with discomfort.